Event description:
It was reported that during an implant procedure, the pt's device leads were not able to be passed in to the implantable pulse generator (ipg) holes. The health care provider used another ipg, and the leads were successfully attached. The new ipg was implanted and the pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation process improvement.